Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber also shows a fracture within the outer flow tubing at the open end of metal cap between knob and metal cap; the outer flow tubing at the location of the fiber break is partially torn; there is no signs of melting/burn at the metal cap open end location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the distal fracture failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip was broken @ 15,039 joules of use and 3:24 minutes. It is unknown if the fiber tip broke inside or outside of the patient. The procedure was completed using a second fiber. There were "no damages to the patient" reported.